Event description:
It was reported a ti proximal tibia liss plate 9 holes/220mm-right was removed due to the patient experiencing healing discomfort, pain and the screws were protruding. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a device history records review was performed and revealed there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during production of the subject device lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. The lot number is known, a review of the device history record has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that no DHR information for this lot. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.